Event description:
Our rep is reporting that at one of his accounts, a pt had an arthroscopic knee repair in which the surgeon noted metal shavings emanating from a femoral aimer and falling into the pt's joint space. All of the debris was removed and the procedure was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.